Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to possible noise concerns. Upon review, it was determined that this pacemaker was exhibiting minute ventilation (mv) signal oversensing with pacing inhibition. It was noted that there was no indication of asystole greater than two seconds. Programming options were reviewed. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to possible noise concerns. Upon review, it was determined that this pacemaker was exhibiting minute ventilation (mv) signal oversensing with pacing inhibition. It was noted that there was no indication of asystole greater than two seconds. Programming options were reviewed. This pacemaker remains in service. No adverse patient effects were reported.